Event description:
A malfunction occurred, but no notable events were reported prior to it. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and call back if the issue reappeared.